Manufacturer narrative:
(B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation in the event the device is received for evaluation or additional information is received a follow-up report will be submitted.

Event description:
The customer stated that the turbine on this unit is delivering low volumes. When the ventilator is set to 500ml's the volume delivery is less than 400 ml's. There was no patient involvement at the time of the incident.